Event description:
It was reported ((B)(6)) the pt lost stimulation. Lead diagnostics showed all contacts were invalid. The pt underwent revision surgery where the scs extension was replaced. The issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.